Event description:
It was reported that a malfunction alarm with code malf 9 occurred, which required assistance in resetting the pump. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support provided instructions for resetting the pump, and the customer successfully reset it, with no recurring malfunction observed.